Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an 8.1 cm symptomatic abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up imaging reportedly identified greater than 2 cm distal migration of the trunk-ipsilateral leg component (exact amount unknown) with evidence of a proximal type I endoleak. It was reported the trunk was no longer in the proximal neck and had migrated into the aneurysm sac. It was also reported aneurysm enlargement of about 1 cm was also identified. According to the report, the patient had a moderate reverse taper. The cause of the migration was reported to be disease progression leading to proximal neck enlargement. It was reported there was no migration of the two contralateral leg components. On (B)(6) 2017, an intervention was performed whereby a non-gore device was used to extend proximally into the aortic neck. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot numbers are unknown. This information has been requested. Concomitant product(s): patient medications - crestor, levothyroxine, losartan, metformin xr, procardia xl, polycarbophil. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an 8.1 cm symptomatic abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses (lot numbers unknown). On an unknown date in 2017, follow up imaging reportedly identified greater than 2 cm distal migration of the trunk-ipsilateral leg component (exact amount unknown) with evidence of a proximal type I endoleak. It was reported the trunk was no longer in the proximal neck and had migrated into the aneurysm sac. It is reportedly unknown if aneurysm enlargement was also identified. According to the report, the patient had a moderate reverse taper, but the exact cause of the migration is reportedly unknown. It was reported there was no migration of the two contralateral leg component. On an unknown date, an intervention was performed whereby a non-gore device was used to extend proximally into the aortic neck. The patient tolerated the procedure. Additional information has been requested.